Manufacturer narrative:
The device has not been received yet.

Event description:
It was reported that during the procedure in an unspecified lower extremity vessel, some of the coating of an unspecified ht connect 250t was lost and the guide wire became stuck inside of an unspecified fox sv balloon. There were no adverse patient effects and no occurrence of a clinically significant delay. Additional information has been requested.